Manufacturer narrative:
Qc data was within specification on the day of the event. Customer performed preventive maintenance 90 minutes prior to the event. During troubleshooting customer noticed a leak in the unit. A bci field service engineer (fse) verified that the sample probe fittings were secured. A clear root cause for this event can not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously cartridge and modular chemistry results generated by unicel dxc 600 pro clinical system. The erroneous results were reported out of the laboratory. The samples results are not available. The lab did not have additional sample to rerun and did not request a redraw. Patient treatment was not impacted by this event.